Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm failed battery test. Customer's blood glucose was 7.7mmol/l. The customer was explained the alarm and possible causes. The customer was advised to clean the battery cap contacts with a cotton swab and isopropyl alcohol. The customer was advised to allow one minute for the alcohol to dry. The customer was advised to insert new aaa alkaline battery. The customer was advised to ensure the battery is securely fastened. Customer stated that she does not have a new battery and advised to call back as soon she has a new aaa energizer alkaline battery.